Event description:
The customer reported that they received questionable results for a total of twelve patients tested for ion selective electrode (ise) sodium. The field service representative masked the analyzer since he was completing repairs on the analyzer and these repairs were still in progress. The customer had been told by the field service representative to not use the analyzer until repairs had been completed and that the analyzer was not yet released for operation. After the field service representative left the site, one of the technologists at the site unmasked the analyzer, then ran calibration and quality controls. The calibration and quality controls were successful, so the technologist proceeded to run patient samples on the analyzer. A total of twelve samples were found to have questionable results for ise sodium. Of the twelve samples, eight samples had results which were erroneous. The initial results for all eight samples were released outside of the laboratory. Samples were repeated on a different modular analyzer. The repeat values were believed to be correct and corrected reports were issued. The first sample initially resulted as 130 mmol/l and repeated as 144 mmol/l. The second sample initially resulted as 133 mmol/l and repeated as 144 mmol/l. The third sample initially resulted as 131 mmol/l and repeated as 140 mmol/l. The fourth sample initially resulted as 131 mmol/l and repeated as 138 mmol/l. The fifth sample initially resulted as 133 mmol/l and repeated as 141 mmol/l. The sixth sample initially resulted as 134 mmol/l and repeated as 140 mmol/l. The seventh sample initially resulted as 129 mmol/l and repeated as 136 mmol/l. The eighth sample initially resulted as 135 mmol/l and repeated as 147 mmol/l. The patients were not adversely affected by the event. The lot number and expiration date of the ise sodium electrode were asked for, but not provided by the customer. The field service representative reported that the dilution/internal standard fluid dispense nozzles needed replacement and adjustment. He replaced the nozzle and adjusted the positioning. He performed precision studies and these were within specifications. Results of the precision study were consistent and no drift was found. The customer verified calibrations and controls per laboratory quality control program.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.